Event description:
It was reported that unspecified bd¿ pen needles are bad. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the customer stated that 3 needs from one box and 2 needles are from another box are bad. Consumer stated he has already spoken to someone and getting a replacement. Consumer left voicemail saying 3 needles from one box and 2 needles are from another box are bad.

Manufacturer narrative:
Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of pr# 1134871, MFR report # 9616657-2019-00329 that has already been reported for malfunction.

Event description:
It was reported that unspecified bd¿ pen needles are bad. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the customer stated that 3 needs from one box and 2 needles are from another box are bad. Consumer stated he has already spoken to someone and getting a replacement. Consumer left voicemail saying 3 needles from one box and 2 needles are from another box are bad.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needles are bad. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the customer stated that 3 needs from one box and 2 needles are from another box are bad. Consumer stated he has already spoken to someone and getting a replacement. Consumer left voicemail saying 3 needles from one box and 2 needles are from another box are bad.